Event description:
During an ercp procedure with a sphincterotomy, the physician used a wilson-cook howell dash direct access system sphincterotome. While attempting to apply cautery, the cutting wire detached from the catheter. Biopsy forceps were used to remove the detached portion of the wire. No injury to the pt was reported.